Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra) the DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter exhibited no odor. The reason for return of the catalytic converter was not confirmed. The oil mist filter was returned and tested. The oil mist filter exhibited not odor. The reason for return of the oil mist filter was not confirmed. The vacuum pump oil, rubber gasket, screw and screw gasket were not returned for functional evaluation. The assignable cause of the odor/smells issue is the catalytic converter, vacuum pump oil, rubber gasket, screw, screw gasket and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 200 was restored to proper function after service. The issue has been resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic decomp filter, oil mist filter, rubber gasket, screw and screw gasket were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 12/24/2016. Conclusion codes: conclusion not yet available-evaluation in progress.

Event description:
A customer reported an event of an "odor" emitting from the sterrad 200 sterilizer. There was no report of any injuries or human reactions. The customer was advised to vacate the room and ventilate the area. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00039 and 2084725-2016-00040.